Event description:
On the event date, surgeon 'practically forced' a medium mesh plug into my 1cm umbilical herniated suture [previous surgery 2005]. Immediately after surgery, severe neurological pain later diagnosed as 'definite involvement of medial branch of genitofemoral nerve.' Pain started intermittent and uncomfortable, but quickly progressed to painful and constant. I never was able to do something as simple as drive a car, due to the post-op nerve pain. After 14 months of increasing disability, I could no longer sit down at all, I could no longer work at my desk job. I last worked in 2007. In 2009, a surgeon successfully removed the mesh from my body. So far, the neurological pain has not relented; I am still unable to sit. My life is ruined because of a 1cm umbilical hernia. I have no job now, no social life, no family life, no sex life, and am severely depressed. The original surgeon refuses to provide a copy of my operative report. He insists all that exists is a "procedural sedation report," which is nothing more than a chart of my vital signs and the lot number of the mesh plug. Dates of use: 2006 -- 2009. Diagnosis or reason for use: mesh plug 'practically forced' into herniated suture. Event abated after use stopped or dose reduced: no.